Event description:
The customer reported the system's motorization failed to operate as a result of a remote user interface joystick malfunction. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced. The system was then found to be operating as intended.